Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for right heart failure, fluid overload, and occasional low flow alarms. A computed tomography (CT) scan found a 50% occlusion of the outflow graft under the bend relief. An external outflow graft obstruction (eogo) was suspected. The patient was returned to the operating room on (B)(6) 2022 to explore under the bend relief for tissue compressing on the outflow graft. The bend relief was opened medially and tissue was suctioned out. Following the procedure flows returned to 5 lpm. While the case was near completion and the surgeon was about to close the chest, the patient coded and flows went acutely from 5 lpm to under 2.5 lpm with low flow alarms. The patient was taken off of pump support and there were no signs of perfusion so cardiopulmonary resuscitation (CPR) was performed for several minutes while a femoral extracorporeal membrane oxygenation (ECMO) cannula was placed. Once the patient was stable they were taken to the catheterization lab. There was a concern for pulmonary embolism (pe) or acute outflow graft occlusion. Pe was ruled out in the catheterization lab and a ventriculogram was performed which showed no flow through the inflow cannula into the pump. The healthcare team was to discuss with the patient's family for possible pump exchange in the upcoming week.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was exchanged due to suspected pump thrombosis. New pump referenced in MFR# 2916596-2022-10920.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) as the outflow graft and outflow graft bend relief were not returned. The report of suspected pump thrombosis could not be confirmed through the evaluation of the returned pump. The reported low flow alarms could not be confirmed as no log files were provided for review. Lastly, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported right heart failure could not conclusively be established through this evaluation. Of note, no log files for this pump were provided for review. (B)(6) was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and the distal end of the driveline was returned measuring approximately 36¿. Evidence of a previous clamshell repair was observed. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Examination of the pump¿s blood-contacting surfaces revealed no adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The patient ultimately expired on (B)(6) 2022 and the outflow graft, outflow graft bend relief, bend relief collar and sealed inflow conduit (inlet tube, flex section, and inlet elbow) of (B)(6) were returned with (B)(6) (refer to MFR: 2916596-2022-10920). There was incidental finding of superficial damage to the outer silicone jacket. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists device thrombosis and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5 liters per minute (lpm). The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Lastly, the section entitled "alarms and troubleshooting" describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook, is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.